Manufacturer narrative:
Pump received with stripped battery cap coin slot(p), cracked battery tube threads,missing reservoir tube o-ring and partially broken off reservoir tube lip.the reservoir tube lip partially broken off and test reservoir will not lock/click in place. Pump passed idle current test,run current test, self test, off no power test, unexpected restart error test, prime test, excessive no delivery test,displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to partially broken off reservoir tube lip. No unexpected failed battery test alarm noted.

Event description:
Customer reported via phone call, they were attempting to change the battery and they can't open the battery compartment. Customer does not recall their blood glucose level. Troubleshooting was performed and the customer was unable to remove the battery cap. Customer also mentioned the insulin pump had damage near the reservoir compartment. Customer stated they noticed the damaged before the accident. Customer was advised to discontinue use of the insulin pump, revert to back up plan per their health care provider's instructions, and the insulin pump needed to be replaced. The insulin pump was returned for analysis.